Manufacturer narrative:
Asp field service engineer found the basin float was installed backwards which resulted in cidex opa not being rinsed off the scopes following disinfection. The technical service representative verified the basin floats can be dislodged if bumped, and the customers replace them by themselves. This event is being reported as a malfunction report due to user error from the incorrect replacement of the basin float that resulted in the processing of scopes without a rinse cycle that resulted in the worker's symptoms and subsequently exposed pts to cidex opa residue during their procedures.

Event description:
Healthcare worker experienced burning in his eyes and a strong odor which resolved upon completion of cleaning scopes with cidex opa in their aer. The field service engineer's investigation revealed the basin float in the aer was inadvertently re-installed backwards by the customer after it had dislodged. As a result, scopes were not rinsed following disinfection. This caused the worker's symptom and subsequently exposed pts to cidex opa residue during their procedures.